Manufacturer narrative:
A ge service rep performed and on site investigation. Waiting for facility approval for repairs.

Event description:
The customer reported, the system failed to boot up and smelled of smoke. No report of pt or staff injury.